Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch did not function during a planned non-emergency treatment and the procedure was completed using a wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red, whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established by replacing the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0649-2022. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no connection with the wireless footswitch. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.